Event description:
A scalpel cautery instrument was alleged to have arcing during a procedure. The instrument was removed from the patient and replaced with another to continue the case to completion. No patient injury or adverse outcome was reported.